Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original core excluder bifurcated endoprostheses. Additional device that was implanted/involved in the event: (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, an intervention was performed whereby the original devices were relined to treat aneurysm sac enlargement (size unk). It was reported the enlargement was occurring as a result of serious fluid leaking into the aneurysm sac. The patient tolerated the procedure.